Event description:
The customer reported the clinician in the ER mis-programmed the device. The nurse picked the incorrect concentration form the list of choices. The nurse picked a 20mg in 20ml concentration instead of a 1000mg in 100ml concentration . The patient experienced a significant drop in blood pressure and had to be given "pressors" to stabilize his conidiation. No additional patient or event information was provided.

Manufacturer narrative:
(B)(4). The customer declined an event log review and product evaluation. Because the customer did not record the device serial number and no device or device logs were returned or are expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.